Event description:
According to the reporter, during a gastroplasty surgery, the powered stapler malfunctioned. When placing the reload, when it was about to be clipped, information appeared on the display to fit the reload on the adapter, but the reload was already fitted onto the adapter. Disassembly and assembly were carried out again, and it worked. But when another reload was used, the defect appeared again. Disassembly and assembly were carried out again, but it did not work. It was noted that it was instructed to do the process again or change the adapter. The process was redone, the adapter was changed, and the stapler did not work. To resolve the issue, a manual handle was used to complete the surgery. There was no patient injury. Medtronic's initial evaluation of the incident device found that the cause of the articulation calibration and calibration turns errors as well as the difficulty during the clamp test can be traced to fpga reset/reprogram failures. The root cause of the fpga reprogram/reset failures could not be established.

Manufacturer narrative:
D10 concomitant product: sigsbchgr, sig power sigsbchgr one -bay charger, (serial# (B)(6)), sigadaptxl, sig power sigadaptxl linear xl adapter, (serial# (B)(6)), sigadaptstnd, sig power sigadaptstnd linear adapter, (serial# (B)(6)), egia45amt, egia45amt egia 45 artic med thick sulu, (lot3 p2l0037). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic device-use logs were also provided. A review of the system logs showed that the handle had 253 of 300 procedures remaining. Analysis of data stored on the handle shows evidence of field programmable gate array (fpga) reprogram failures. It was noted that these errors occurred during articulation and firing rod calibration leading to errors being written to the adapter. It was noted that this error occurred during the clamp test as well. According to this data, the handle was running v29.6 software at the time of the fpga reprogram failures. It was reported that the instrument did not work. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the reload was not recognized. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.